Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported that the patient experienced pain/discomfort due to ipg migration. As such, surgical intervention took place on (B)(6) 2019 wherein the entire system was explanted to address the issue.